Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use, as a known patient effect of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified de novo lesion in the distal left anterior descending artery. A 2.75x33mm xience prime stent was deployed; however, a distal edge dissection was noted. A 2.75x15mm xience prime stent was used to successfully treat the dissection. The patient is doing alright. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.